Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not form. The case was completed with another device of the same product code. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.